Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that upon incoming product inspection the reported package was found with debris in the sterile area. There was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified debris within the sterile pouch. The seal was still intact. The size of the debris is non-conforming. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is operator error during the manufacturing process. Corrective actions have been initiated to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.